Event description:
Depuy spine was made aware of a product failure which occurred in (B)(6). The viper cortical screw sheared off at the head intra-operatively. It was reported that the location for the screw was grossly under tapped. The screw was removed and replaced without delay or any adverse consequences to the patient.

Manufacturer narrative:
No conclusions can be made. Without a product sample, we are unable to confirm the reported issue or identify a definitive root cause. At this time, the complaint is considered to be closed. Device discarded by the customer.